Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage. The main board was scrapped and replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.